Manufacturer narrative:
The device was cleaned, disinfected and sterilized before returning to olympus with no delays. The air/water nozzle was flushed with air/water and detergent with no abnormalities found. The device was returned for a device evaluation and the customers allegation was confirmed; due to wear of angle wire, bending angle in the up direction did not meet the standard value and the nozzle was deformed. In addition to the reported in b5, the device evaluation also found the following: due to wear of angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a white-clouded area, the light guide bundle had breakage, the adhesives around objective lens had white-clouded area, the connecting tube had a scratch and a wrinkle, and the image guide protector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope nozzle is deformed & device had reduced angulation abilities. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and found that the nozzle had foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.